Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue (e315 error code) occurred one time, but was not reproduced again. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that physical stress caused a leak in the fuselage, and flooding into the scope connector, causing abnormalities in electrical components of the device. However, a definitive root cause could not be determined. The device's instructions for use provides the following information regarding the detection of the reported event: "·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. ·inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." The device's instructions for use provides the following information that can help to reduce or prevent the reported event: "·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ¿ do not attach/detach the leakage tester while immersing the endoscope in the water. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." In addition, service found the insertion tube was discolored (yellowish), an e216 error code (scope communication error) was displayed due to water invasion in two circuit boards, the contact pin of the electrical connector was rusty and corroded, the light guide tube exhibited water ingress and was wrinkled, there was leakage from the switches, the light guide lens was damaged, there were issues with the angulation and the bending angle was out of specification. Per the legal manufacturer, these other device issues have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was displaying an e315 error code (scope error). The reported issue occurred while reprocessing the subject device. There was no patient or user injury reported due to the event.